Event description:
During an ercp procedure to remove billary stones, the physician used a cook endoscopy web extraction basket. During the procedure the basket wires punctured through the sheath near the handle. An injury to the user or pt did not occur.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The basket wires have buckled and ruptured through the outer sheath near the handle assembly, rendering the device inoperable. Multiple bends/kinks are present in the sheath 15-20 cm from the distal tip of the device. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusions: due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. Additional information indicated that the elevator on the endoscope was up/elevated during the procedure. Basket extension difficulty, ad bends in the outer sheath can occur if the elevator of the endoscope has been tightly closed onto the catheter of the extraction basket. This can clamp the outer sheath and constrict movement of the basket drive wire. If the basket wires are restricted while an attempt to move the handle is made, this could contribute to buckling of the drive wire and puncture of the outer sheath, as observed. The information provided indicated additional force was applied to the device when resistance was encountered. Kinks and bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advised the user to advance the device through the accessory cahnnel in short increments. This activity will aid in device preservation. Corrective action: no corrective action warranted at this time because this incident may be use and/or procedure related. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity.